Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a cholecystectomy procedure, the stapler didn't work properly; the clips were not closed properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.